Event description:
During the evaluation of the uretero-reno fiberscope, the bending section adhesive of the was chipped and peeling. There is no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the likely cause of the reported event is due degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.